Event description:
Edwards received notification of a sapien m3 procedure in mitral position where the valve was successfully implanted with pvl (paravalvular leak) at the lc (lateral commissure) and mc (medial commissure) with pericardial effusion requiring intervention. Pericardiocentesis was performed. A plug was placed at the lc. A second plug was placed at the mc. The procedure was completed and mr (mitral regurgitation) grade was reduced from moderate/severe to none/trace. Additional information indicates that a pre-existing pericardial effusion was noted during screening and increased in size during the procedure, requiring pericardiocentesis (~450 ml drained). There was reported loading during the first turn, and per physician assessment, a perforation may have occurred during encircling, although the exact timing and location could not be confirmed due to imaging limitations.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.